Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system continu-flo solution sets had kinked tubing. The process step during which this occurred was unknown. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: three (3) devices were received for evaluation. A visual inspection was performed, and kinked tubing was observed. A pressure test and clear passage under water was performed, and the results were satisfactory. A priming test was performed, and flow was observed. Functionality testing was performed, and the set works according to requirements. The set was connected to a pump, and no defects were observed. The reported condition was verified. The cause was determined to be from kinked tubing from the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.